Manufacturer narrative:
D4: serial number provided in the initial was incorrect. The correct number was requested but not provided. Manufacture¿s investigation conclusion: there were incidental findings of low voltage hazard and power cable disconnect alarms on the mpu. The reported event of no external power events was confirmed via analysis of the submitted log file. The heartmate mobile power unit was not returned for analysis; however, a log file was submitted for analysis. The submitted controller event log file and the downloaded log file from the returned system controller contained combined relevant data spanning approximately 4.5 days ((B)(6) 2023 per the timestamp). The log file captured low voltage hazard and power cable disconnect alarms active on (B)(6) 2023 at 22:47:01 ¿ 22:47:10, (B)(6) 2023 from 19:06:18 ¿ 19:06:21 and from 19:06:23 ¿ 19:06:24 while connected to the mobile power unit due to the rsoc and bus voltage in both power cables dropping to approximately 0 volts. These events are consistent with a loss of power while connected to the mobile power unit. The alarms resolved on their own when the rsoc and bus voltage in both power cables was restored to their expected voltage threshold and pump speed was not affected by the alarms. Multiple attempts were made to obtain additional information about the reported event such as if the mpu has a v-lock connector on the ac power cord, if the ac power cord came loose at the wall outlet or at the back of the unit, if there were any environmental circumstances that would have affected ac power at the time of the event, if the mpu was exchanged/removed from service, and if any products will be returning to abbott; however, no response was given. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power alarm conditions, power cable disconnect alarm conditions, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR # 2916596-2023-02744 . It was reported that the log files noted no external power events on 03may2023 due to power to the mpu being briefly interrupted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.